Event description:
It was reported that the remote monitor did not respond to the start/stop button. Technical services provided assistance in resolving the issue by directing the patient to unplug/replug the power cord. The patient then tested the power button and power was restored. The patient was walked through the telemetry phase successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).